Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece for analysis. S-curve height of the lead was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no capture was observed on the left ventricular (lv) lead. Lv lead dislodgement was confirmed. The lv lead was explanted and replaced. The patient was stable.